Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned; it remains implanted, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. (B)(4).

Event description:
A surgeon reported that on the first day following a glaucoma filtration device implant procedure the patient developed hypotony. The hypotony was present for approximately one month following the surgery. There was no treatment and the device remains implanted. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that there is no causality between the hypotony and the device.